Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect that may be associated with use of coronary stenting procedures. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo lesion in the proximal left anterior descending coronary artery. Pre-dilatation was performed with an unspecified 1.5x12 mm balloon dilatation catheter at 12 atmospheres. The 3.0x18 mm xience v stent was implanted. Post implantation, a proximal edge dissection was noted. An unspecified xience v stent was used to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.